Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client reported that the needle is missing or it is not attached to the thread. There is no patient involvement.

Manufacturer narrative:
Analysis and results: there is one previous confirmed complaint of this code-batch regarding the same issue. We manufactured and distributed in the market 4,752 units of this code-batch. There are no units in our stock. We have not received any sample for analysis but several pictures showing that the threads and the needles have detached. Without any sample we cannot carry out an analysis in order to take a decision. However, taking into account that there is one previous confirmed complaint of the same code-batch regarding this issue, we consider this case confirmed as well. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil requirements. Final conclusion: taking into account that the results of samples received in previous complaints did not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that this complaint is confirmed as well. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, please note that we opened a CAPA in the system to correct/prevent this defect to happen.